Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Subsequently, a cartridge alarm 1 occurred during bolus delivery. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was in the 90s mg/dl.